Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02sep2020.

Event description:
It was reported that the unit had a navigation ring failure which caused the settings to change on their own. The settings remained stable when made using the touchscreen. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the front bezel. The customer replaced the front bezel and the issue was resolve.